Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding menorrhagia') in an adult female patient who had essure (batch no. A20057) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis, vaginal dryness, vaginal discharge, urinary tract infection, breast tenderness and multiple allergies. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced mood swings ("mood swings"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("lower back area pain"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding vaginal"), psychological trauma ("psych injury"), headache ("headaches"), migraine ("migraines / headaches"), road traffic accident ("concussion from auto accident") and loss of libido ("lack of sex drive") and was found to have weight increased ("weight gain"). The patient was treated with surgery (cryo-ablation). Essure treatment was ongoing at the time of the report. At the time of the report, the menorrhagia, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, genital haemorrhage, vaginal haemorrhage, psychological trauma, headache, weight increased, mood swings, migraine, road traffic accident and loss of libido outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, mood swings, pelvic pain, psychological trauma, road traffic accident, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain discrepancy noted insertion date: 2007 previously reported and (B)(6) 2013 in current pfs cryo-ablation done for heavy menses. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, abdominal pain, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding menorrhagia') in an adult female patient who had essure (batch no. A20057) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis, vaginal dryness, vaginal discharge, urinary tract infection, breast tenderness and multiple allergies. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced mood swings ("mood swings"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("lower back area pain"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding vaginal"), psychological trauma ("psych injury"), headache ("headaches"), migraine ("migraines / headaches"), road traffic accident ("concussion from auto accident") and libido decreased ("lack of sex drive") and was found to have weight increased ("weight gain"). The patient was treated with surgery (cryo-ablation). Essure treatment was ongoing at the time of the report. At the time of the report, the menorrhagia, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, genital haemorrhage, vaginal haemorrhage, psychological trauma, headache, weight increased, mood swings, migraine, road traffic accident and libido decreased outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, libido decreased, menorrhagia, migraine, mood swings, pelvic pain, psychological trauma, road traffic accident, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain discrepancy noted insertion date: 2007. Previously reported and (B)(6) 2013 in current pfs cryo-ablation done for heavy menses. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, abdominal pain, dysmenorrhea, pelvic pain. Most recent follow-up information incorporated above includes: on 26-feb-2020: pfs received- new events mood swings, abnormal bleeding (general), vaginal hemorrhage, menorrhagia, migraines / headaches, concussion from automobile accident, lack of sex drive and lower back area pain were added. Reporter information and medical history were added. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.